Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported on 04-sep-2024 the patient received the following results within 15 minutes: 156 mg/dl, 144 mg/dl and 300 mg/dl. In addition, on (B)(6) 2024 the patient received the following results within 15 minutes: 407 mg/dl, 161 mg/dl and 189 mg/dl.